Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0qt5e, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that someone from the surgery center called the patient in (B)(6) to check on them and at the time they told them the implant site was still tender and even like it shifted. This had resolved and it was fine now. The patient experienced a loss or change of therapy that started the (B)(6) 2015 weekend. Their symptoms came back and the patient felt stimulation. The patient was up 4 times last night. The patient checked using their patient programmer and recently changed the batteries. The stimulation was on set on program 3 at 1.0v. There were no medical procedures or emi that could be related to the issue and all the patient had done was a filling in their tooth. There were no falls or trauma reported that could be related to the issue. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer further reported that the steps taken to resolve the return of symptoms were that the patient went to see their manufacturer representative and surgeon. The patient had been diabetic and insulin dependent since 1994 when they were pregnant. It turned out the problem was a new diabetic injection the patient started taking a few days before the symptoms started, then quickly advanced. The patient quit taking the injection as the symptoms were almost gone.